Manufacturer narrative:
The original equipment manufacturer (OEM) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The camera head had damaged stage assembly. The light cable was also noted to be damaged. No image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted procedure, the surgeon was unable to focus the image anymore. The customer reset all settings to the factory default and trying to calibrate white balance and 3d with no improvement. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to replace the endoscope and reseat the camera and light guide cable. During troubleshooting, the customer identified a crack in the light guide cable. The light guide and camera cable got replaced; but, the issue persists. The customer affirmed tse that nothing in the image is changing while activating the focus knobs at the camera head or using the manipulators. Tse suspected the camera head as the culprit and advised he customer to return it for analysis. The customer did not have a spare camera or cable. The surgeon decided to convert the procedure to laparoscopic surgery due to the issue. There was no reported injury. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information: no error messages presented when the issue occurred. The surgeon continued the procedure via laparoscopic surgery, and completed via laparotomy. The da vinci system was not used as the camera head was not working properly, and a backup was not available for use. The procedure was noted to have been delayed by approximately 105 minutes. No fragments fall inside of the patient's anatomy, and there was no adverse effect or injury to the patient as a result of this issue. The patient's current status was reported to be "good."